Event description:
As reported by the rep, during withdrawal, the tip of the sheath came loose and stayed in the pt. Luckily, it was stuck in the insertion point, so the physician was able to retrieve it.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional info will be submitted within 30 days upon receipt.